Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, interrogation revealed inappropriate therapies had been delivered as a result of t-wave oversensing. The device was reprogrammed and the patient is in good condition. Previous manufacturer report number: 2938836-2013-08813.